Manufacturer narrative:
Event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Surgical intervention is pending to address this issue.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was unresponsive following an unrelated surgery where electrocautery may have been used. The patient stated they had turned therapy off but not placed the device in surgery mode. Cp was used in an attempt to recover the ipg, but the recovery failed. The issue was resolve with replacement of the ipg. There were no complications and effective therapy was restored. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced.